Manufacturer narrative:
The report of high impedance was confirmed. The lead was returned complete but had a kink in the lead body approximately 18cm from the stimulation end where some internal wires were broken. Continuity testing was performed to analyze each channels¿ end to end resistance and to verify the insulation characteristics between channels. Channels 6, 7, and 8 were found to be electrically open. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information and implant date. Further information was requested but not received. Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy due to high impedances on several contacts. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead. Reportedly, stimulation was restored post operatively.